Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: trident psl ha cluster 48mm; cat#542-11-48d; lot#mmrkpa, 6.5 cancellous bone screw 25mm; cat#2030-6525-1; lot#mnek9r, 6.5 cancellous bone screw 25mm; cat#2030-6525-1; lot#mndny6 size 5 accolade ii 127 deg; cat#6721-0535; lot#46525706, 32mm +4 lfit v40 head; cat#6260-9-232; lot# 45792201. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient had bilateral hip replacements and reported to doctor's office on (B)(6) 2018 with a complaint of pain. This pi is for the patient's right hip.

Event description:
Patient had bilateral hip replacements and reported to doctor's office on (B)(6) 2018 with a complaint of pain. This pi is for the patient's right hip.

Manufacturer narrative:
An event regarding osteolysis involving an accolade stem was reported. Based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.